Event description:
Handpiece was gyrating, hot and could not get a bur into the device. The heat was felt in the whole handpiece, which occurred five to ten minutes after activation. No injury reported to user or pt.